Manufacturer narrative:
H6 - device code 2017 clarifier: excessive force. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The prostyle device was removed from the anatomy with force. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the prostyle IFU as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was done with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, after deployment, there was resistance removing the device from the anatomy. Femoral ultrasound was used to confirm that although the lever was fully closed, the footplate remained partially open. Then, force was applied to remove the device, causing minor vessel damage. Despite the reported difficulty, the suture was successfully pre-placed in the vessel. Next, the suture of a second prostyle device was successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved and the minor vessel damage was treated with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.